Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported that a patient seen in the clinic was noted have a loose controller power port. The device was exchanged. The patient tolerated the exchange without any issue.

Manufacturer narrative:
Updated: model #/lot #, device available for evaluation, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, if remedial action initiated, correction/removal number, additional MFR narrative. Corrections: report source- "user facility" was checked in error, device manufacture date. One controller  ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed visual inspection because the controller port 1 was found loose from the controller housing with the o-ring gasket displaced.  Additionally, the controller serial port connector was found loose from controller housing with the o ring gasket displaced. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Note: the controller was received with the old software version (smr upgrade not performed). Loose connectors are being investigated by the manufacturer with the supplier. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.